Manufacturer narrative:
The possible affect of the reported condition is that the probe could drip either wash solution a or b into a reagent vial and dilute the reagent t resulting in reduced reaction in a test. Wash solution a is used to wash and rinse the inside of the probe. Wash solution b is used to wash the outside of the probe. Wash solution b contains a detergent which could also have lysing effect destroying the red cells in a reagent product. The affected reagent was a panel cell #1, being used with mts anti-igg card for antibody screening. Use of a diluted red cell reagent could result in a weakened reaction which could lead the provue to report a false negative reaction grading. A false negative antibody screen amy lead to the inadvertent transfusion of antibody-containing plasma that may lead to a hemolytic transfusion reaction in a susceptible paction. The likelihood of serious injury is not remote. Based on the available information , mts is reporting this event based on the potential for injury should the event recur without detection by the user. (B)(4)

Event description:
Customer stated that they noticed an increase in the volume of th reagent contained in the panel cell #1 vial after being used on the provue, possible contamination from system was fluids.